Manufacturer narrative:
During analysis, the device was connected to lab equipment and was unresponsive. Further eval revealed nonfunctional fuses that interrupted voltage supply to the primary and backup circuits. After replacement of the fuses, the log file was able to be retrieved and the system operated thereafter without any functional issues. Review of the log file revealed the system was operating in the backup mode with atypical motor power elevations and atypical clock resets. The motor power ranged from 8.5 to 11 watts when the motor speed was captured above 9000 rpm. The log file captured several atypical clock resets that also revealed the motor speed at 0 rpms during the event. The log file did not contain any data prior to the device reverting to the backup mode. The eval of the returned system controller indicated an over current situation that damaged the fuses to the primary and backup circuits. The analysis could not determine a root cause for the over current condition. A review of device history records for this device showed no deviations from manufacturing or qa specs. No further information is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the system controller was not communicating with the system monitor.